Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. MDR submitted as a result of letter received from FDA on may 11, 2007 and facility inspection on june 20 & 21, 2007. Changes to asr exemption effective 1/1/2007. Notified 5/11/2007.